Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the worn on/off button. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that on/off button was worn on their device. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code grid has been corrected.

Event description:
The customer contacted stryker to report that on/off button was worn on their device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.